Manufacturer narrative:
Available details indicate that, device has displayed an equipment error due to an unknown reason. The customer was informed that device could not be repaired as it had already reached the end of life. As the device was old, the customer did not return the device to the bench for further evaluation.

Event description:
Philips received a complaint on the heartstart mrx device indicating that there was an error message. There was no patient involvement.